Event description:
It was reported that a partial knee arthroplasty surgery was performed and approximately 6 years later the patient is still experiencing intermittent pain and swelling. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical devices: oxf twin peg cmntls fmrl md; item# (B)(4); lot# r3050584a; oxf uni cmntls tib szd rm; item# (B)(4); lot# r3050482a. Multiple MDR reports were filed for this event, please see associated reports: multiple MDR reports were filed for this event, please see associated reports 3002806535-2022-00290; 3002806535-2022-00291; 3002806535-2022-00292. The device history records for item # 159575, lot # 816870 were reviewed for deviations and/or anomalies with no anomalies/deviations identified. Review of x-ray images (6week post-op and 3 year post-op) show overall fit, alignment, and bone quality appear normal. There are no signs of loosening, wear, radiolucency, or other contributing factors. Soft tissues are normal, no hardware or bone fractures present. There are no other concerns noted that would lead to the patient's complaint of pain/catching sensation. The root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.